Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed, in ada site #6 of the patient's mouth, non-osseointegration was observed. Patient presented with type iii bone. Hygiene around the implant was excellent as well as bone resorption and mobility were involved in this event. The patient has a history of diabetes mellitus.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed, in ada site #6 of the patient's mouth, non-osseointegration was observed. Patient presented with type iii bone. Hygiene around the implant was excellent as well as bone resorption and mobility were involved in this event. The patient has a history of diabetes mellitus.